Manufacturer narrative:
(B)(4). (B)(6). Device manufacture date - 1997. The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified system error alarm during use. The home patient was unable to tell what system error number was displayed on the device. The home patient cycled the power to the device to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.